Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no physical damage was observed with sensor patch or sensor adhesive. Visual inspection was performed on the returned applicator. The applicator was fired correctly, and the sensor cap was observed inside the applicator cap. No issues were observed with the applicator cap. Therefore, this issue is not confirmed. An extended investigation has also been performed for the reported complaint. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin irritation issue reported with wear of the abbott diabetes care (adc) device. A customer experienced symptoms of infection described as very uncomfortable, hot to the touch, sensitive to the touch, and having an infection at the sensor site. The customer had contact with a healthcare professional (hcp) who provided unspecified medical treatment for the issue. There was no report of death or permanent impairment associated with this event.